Event description:
Rptr indicated that they were having difficulties with their handheld computer during an operation. They stated that it performed the interrogation of the generator in the packaging fine, but once they tried to interrogate the generator out of the packaging, the device was frozen. It is unk what troubleshooting was performed, but the surgery was finalized with another handheld computer. The products have been returned to the manufacturer and are pending analysis.